Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device had an operational check failure. There was no reported patient involvement.

Manufacturer narrative:
The customer biomed engineer (bme) contacted philips healthcare to request to check on all of the devices that if affected on the field change order (fco) (B)(4).